Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd 3 ml syringe luer-lok tip w/tip shield had foreign matter in the fluid path. The following information was provided by the initial reporter : it was reported by the customer that there are black specks in the 3ml syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022 . H6: investigation summary: one photo and three loose 3ml syringes (p/n 301073) were received and evaluated. The photo showed a syringe which had its plunger removed and stopper exposed to the camera. A gloved hand was also observed with a piece of black particulate foreign matter. It was unclear where the black foreign matter may have come from. The physical samples were evaluate for foreign matter in the fluid path, no foreign matter was observed. The samples received were acceptable per product specification. Since the samples and photos received did not adequately display the reported condition a potential root cause could not be defined and corrective actions are not necessary. A device history record review was completed for provided lot number 1343406. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 1 bd 3 ml syringe luer-lok tip w/tip shield had foreign matter in the fluid path. The following information was provided by the initial reporter : it was reported by the customer that there are black specks in the 3ml syringe.